Event description:
It was reported that the outer packaging of the device was dirty. The device was returned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed several stains and fluids on the device packaging.